Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event that the programmer freezes during sensing and threshold testing.

Event description:
It was reported the programmer freezes during sensing and threshold testing. The programmer was returned for repair. No patient comp lications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.